Event description:
The pt received her scs system consisting of an ipg and leads on (B) (6) 2008. The pt later reported that she was experiencing intermittent stimulation. The pt said that one evening she woke up to turn on her stimulator and the next thing she knew she was on the floor, had broken her glasses, and injured her nose. It was reported that an xray showed that one of the pt's leads was not completely in the epidural space as intended. Both of the pt's leads exhibited normal impedances on all contacts. The physician explanted and replaced the whole system. The leads were discarded and not returned to ans with the ipg for evaluation.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. It was not possible to duplicate the alleged failure since the leads were discarded and not available for testing as a system with the ipg. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.